Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to loosening after patient fall.

Event description:
It was reported that a patient with an existing total shoulder replacement, came to the surgeon, the patient's subscapularis muscle had failed due to an apparent fall, and over time the shoulder components appeared to be loose. Most of the components were fixed very solidly at time of this revision surgery and difficult to remove. The one failed component was free in the joint with all 3 peripheral pegs still intact and on the polyethylene. The patient left the operating room in satisfactory condition. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671- 2018-00115 and 1038671-2018-00117.

Manufacturer narrative:
Mfg-related issues: exactech is not aware of any other complaints involving parts from these manufacturing lots since 2014. Therefore, this issue does not appear to be manufacturing-related. User-related issues: there are no user-related issues reported that appear to have contributed to the reported event. Patient-related issues: the patient reportedly experienced a fall that appears to have contributed to the rotator cuff tear and glenoid loosening. The revision reported was likely the result of a post traumatic event, which led to the reported glenoid loosening and subscapularis tear. This device is used for treatment not diagnosis.

Event description:
It was reported that a patient with an existing total shoulder replacement, came to the surgeon, the patient's subscapularis muscle had failed due to an apparent fall, and over time the shoulder components appeared to be loose. Most of the components were fixed very solidly at time of this revision surgery and difficult to remove. The one failed component was free in the joint with all 3 peripheral pegs still intact and on the polyethylene. The patient left the or in satisfactory condition. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00115, 1038671-2018-00116 and 1038671-2018-00117.

Manufacturer narrative:
After further review of additional information received the following sections b4, b5, d4, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. Section h6: mfg-related issues: exactech is not aware of any other complaints involving parts from these manufacturing lots since 2014. Therefore, this issue does not appear to be manufacturing-related. User-related issues: there are no user-related issues reported that appear to have contributed to the reported event. Patient-related issues: the patient reportedly experienced a fall that appears to have contributed to the rotator cuff tear and glenoid loosening. The revision reported was likely the result of a post traumatic event, which led to the reported glenoid loosening and subscapularis tear. This device is used for treatment not diagnosis.